Event description:
It was reported that the patient had a bd drainage bag. It had been emptying fine for a few days, but now it seemed to be sealed shut and urine would not drain out. It was stated that the patient slept with the bag flat on the floor. The representative explained how it was possible the vent on the bag was wet from this and discussed how it worked. The vent was hydrophobic with pores that allow air to flow in and out of the bag. The vent allows gas to escape so that the flow of urine into the bag is not interrupted. A wet vent could cause disruption of proper drainage. To prevent it, the bag should be kept below the level of the bladder with no kinks/loops in the tubing and the patient is also advised to make sure to exercise the bag prior to use. The bag must remain upright to keep the vent dry.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿tubing does not meet specification". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a bd drainage bag. It had been emptying fine for a few days, but now it seemed to be sealed shut and urine would not drain out. It was stated that the patient slept with the bag flat on the floor. The representative explained how it was possible the vent on the bag was wet from this and discussed how it worked. The vent was hydrophobic with pores that allow air to flow in and out of the bag. The vent allows gas to escape so that the flow of urine into the bag is not interrupted. A wet vent could cause disruption of proper drainage. To prevent it, the bag should be kept below the level of the bladder with no kinks/loops in the tubing and the patient is also advised to make sure to exercise the bag prior to use. The bag must remain upright to keep the vent dry.